Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/27/25 the user reported difficulty attaching the ilet connector during a supply change. The user attempted to tighten the connector with a towel but was unable to complete the connection until a new connector was used. Insulin delivery resumed after the supply change. No hospitalization or long-term health effects were reported.